Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: the device was received with cracked water tank cover, enclosure has multiple cracks under quick connect, quick connect is corroded, line cord is faded, pole clamp is damaged, lcd has liquid crystal leakage, and the front cover is faded. Functional testing confirmed the complaint. Root cause was attributed to a faulty printed circuit board (pcb). A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the liquid crystal display (lcd) was damaged. And the speaker was not working. Patient involvement unknown.